Manufacturer narrative:
Findings: unit received with unresponsive act button due to corroded keypad traces. No button error alarms noted. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 142 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.